Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. The patient stated that the sensor pod fell off the skin. Patient uses prescription IV preparation wipes to prepare the skin for sensor patch adhesion. The date of prescription was not given. At the time of contact, no injury was reported. Additional event information was not provided.